Manufacturer narrative:
B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure with elevated iop, glare/haloes, and significant reduction of iridocorneal angles. Medical intervention was also administered. In a seperate visit the lens was repositioned and the problem was reported as resolved. However, the patient continues to be under observation. Discomfort and headache also reported. Cause of the event was reported as unknown/patient related: oversizing based on pentacam measurement; unsure of sts measurement as it may be root cause. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure with elevated iop 2.8 mmhg and glare/haloes. In a separate visit the lens was repositioned and the problem was resolved. Patient continues to be under observation. Cause of the event was reported as unknown/patient related. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device not returned. H6 - health effect clinical code 4581: angle closure, significant reduction of irido-coneal angles. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).